Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had received a safety letter about the scroll wrap and wanted to report similar instances related to this issue. The caller stated that the customer mistakenly delivered 15.0 units, and they were unsure if it was through the bolus wizard, manual bolus, express bolus or easy bolus. The customer was treated with glucose tablets, juice, cookies, and anything with sugar. Current his glucose level was 500mg/dl, but she did not check before she ate and drank a regular pop, which caused her glucose level to rise. Had father to disconnect the daughter from the device and do a practice bolus; they were able to see 0.0. However, when they were correcting the high blood glucose, it did not show 0.0. The caller stated that they will call back if they feel uncomfortable with the device. No further information was provided.